Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "correct handling of implants is extremely important. Do not modify implants. Do not notch or bend implants. Notches or scratches put in the implant during the course of surgery may contribute to breakage." Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported patient underwent an ankle fracture procedure on (B)(6) 2014. During the procedure, a braided suture fractured. Another braided suture was utilized to complete the procedure.